Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported after a lab draw on the left arm, a nicu patient's monitor displayed an o2 desaturation event that went as low as 27% with a pulse rate of 66 bpm. However, per the nurse, based on patient assessment, the patient looked pink, was in no distress, and had a normal heart rate on EKG of 153 bpm that did not signify respiratory distress. The issue was noted at 15:53pm on (B)(6) 2017. No patient impact or consequences reported.